Event description:
This centralizer was used for a procedure today. It was found that the centralizer expired on 31/07/2008. The customer stated that they were aware that the centralizer was expired, however it was an emergency situation when a member of staff had thrown away the centralizer packed with the stem and the expired one was the only one available.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.